Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the teflon pad partially detached and melted, exposing metal. In addition, there were char marks noted on the teflon pad. The distal end of the device was inspected and found no visual indication of damage to the probe unit. The most likely root cause of the reported event could be attributed to insufficient tissue between the probe and jaw when the device was activated. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic hemicolectomy procedure, the teflon pad melted after over activation of the seal and cut mode with no tissue between the jaws. There was no patient injury reported. The procedure was completed using a different but similar device. No additional information was provided.